Manufacturer narrative:
Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule did not arrive. The delivery system was investigated visually for external damage. There were no signs of tissue or blood on the returned device. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The delivery system did not have any visible damage. The wires that hold the capsule was completely off and the foam gasket was in good condition. As the product was received, the device functioned per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failure to attach to the patient's esophagus. There was no harm caused to the patient and intervention was not required. The procedure was continued using another capsule. There was nothing unusual about patient or procedure and an endoscopy was performed prior to the procedure and the esophagus appeared to be normal. No other known adverse events were reported.